Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned, for analysis in used condition. Visual inspection showed wear and tear damage to the water tank cover and line cord. Functional testing involved a safety/electrical test. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined, that a damaged printed circuit board was the cause of the reported issue. The printed circuit board was replaced.

Event description:
It was reported that the pump on the level 1 hotline low flow system (hl-90) had a faulty display. No patient injury or complications were reported in relation to this event.